Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The information provided does not indicate that the reported chronic infection and fistula formation, is related to a defect in the bard device used to treat the patient. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Infection and fistula formation are known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Additionally, fistula formation is listed in the adverse reactions section as a possible complication. Note, the dates of event, implant and explant are estimated based on the information provided. Should additional information be provided, a supplemental emdr will be submitted. This emdr represent perfix plug (device 2), additional emdrs were submitted to represent the other bard/davol devices.

Event description:
It was reported that in 2007 the patient underwent a right inguinal hernia repair with placement of a perfix plug (device 1). As reported in 2008, the patient underwent an umbilical and left inguinal hernia repair with placement of one perfix plug (device 2) in the umbilical space and two perfix plugs (device 3 and 4) in the left inguinal space. It is reported that the patient developed an infection with drainage from the umbilical hernia repair site (device 2). As reported in 2013 the patient underwent explant of the umbilical mesh (device 2) due to the chronic infection which led to a fistula formation into the colon. During this procedure a bowel resection was performed to remove the fistula. As reported the pathology reports notes inflammation in the area of the explanted mesh (device 2). It is reported that the area has healed well with no signs of infection or recurrent hernia. The contact reports that the patient is experiencing pain in the bilateral inguinal repair sites (device 1, 3, 4) in which he has scheduled a visit with a surgeon to assess the pain.

Event description:
It was reported that in 2007 the patient underwent a right inguinal hernia repair with placement of a perfix plug (device 1). As reported in 2008, the patient underwent an umbilical and left inguinal hernia repair with placement of one perfix plug (device 2) in the umbilical space and two perfix plugs (device 3 and 4) in the left inguinal space. It is reported that the patient developed an infection with drainage from the umbilical hernia repair site (device 2). As reported in 2013 the patient underwent explant of the umbilical mesh (device 2) due to the chronic infection which led to a fistula formation into the colon. During this procedure a bowel resection was performed to remove the fistula. As reported the pathology reports notes inflammation in the area of the explanted mesh (device 2). It is reported that the area has healed well with no signs of infection or recurrent hernia. The contact reports that the patient is experiencing pain in the bilateral inguinal repair sites (device 1, 3, 4) in which he has scheduled a visit with a surgeon to assess the pain. Addendum per legal claim: attorney alleges per short form (see attached) that the patient underwent surgery for implant of unspecified bard/davol perfix plugs on (B)(6) 2007 and (B)(6)2008. As reported, the patient is making a claim for an adverse patient outcome against the perfix plugs. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The information provided does not indicate that the reported chronic infection and fistula formation, is related to a defect in the bard device used to treat the patient. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Infection and fistula formation are known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Additionally, fistula formation is listed in the adverse reactions section as a possible complication. Note, the dates of event, implant and explant are estimated based on the information provided. Addendum: this is an addendum to the initial emdr submitted in 14-may-2019. This supplemental emdr was submitted to report the date of implant provided in the legal form. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents perfix plug (device #2). Additional emdrs were submitted to represent the bard/davol perfix plugs (device #1, #3 and #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.